Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and the distal lead conductor was found to be fractured.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room (ER) due to receiving multiple inappropriate shocks due to artifact. It was noted there was high pacing impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: we did receive performance data collected from the device and have analyzed the data. The lead integrity alert triggered for out of tolerance sub-threshold lead impedance (B)(6) 2012. There appeared to be undefined resistance on that day. Four ventricular fibrillation (vf) and fourteen non-sustained tachycardia episodes of short v-v cycle less than 220ms were logged on (B)(6) 2012. The bulk of the lifetime counts of ventricular short interval counts (sic) occurred beginning (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).